Event description:
It was reported that a patient developed a chest wall infection, broken matrixrib plates, and recurrence of lung herniation, six months post operatively. The initial procedure that was performed on (B)(6) 2013 was a chest wall reconstruction with repair of lung herniation. It was reported that the patient visited the surgeons office on (B)(6) 2013 and x-rays were taken at that time. The x-rays contain post operative chest anterior-posterior (ap) and lateral of the case. It was reported that patient had a non-union when the complained plates and screws were inserted in (B)(6) 2013. The patient subsequently developed an infection. The allograft never fused to the ribs. Furthermore, the failure to fuse caused a reherniation of the patients lungs. The patient recently rolled over on the couch causing the plates to break. The surgeon plans to remove the broken plates. This report is for an unknown plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 unknown plates. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Surgeon is managing the patient with antibiotics. The hardware was removed on (B)(6) 2013. This report is for a matrix pre-contoured plate. This is report 1 of 29 for (B)(4).